Event description:
The product was used during an unspecified thoracoscopy procedure. Reportedly, the instrument would not open to allow firing. A new instrument was used. The hospital has reported no patient injury occurred.